Event description:
Clinic notes from an office visit on (B)(6) 2018 were received regarding a patient's battery replacement referral. It was indicated that in june 2017, the battery life was at 25% battery, and that in the past few months, the patient has had an increase in seizures. The increase in seizures was attributed to vns battery depletion and the patient "outgrowing her current aeds (antiepileptic drugs)". A battery life calculation was performed for the patient's device and with the data available, the device was estimated to have about 0.2 years remaining until near end of service=yes and was therefore confirmed to likely be at end of service condition. An update was received indicating that since the patient's (B)(6) 2018 office visit, the patient was experiencing an increase in seizures as well as becoming more violent and having more tantrums. The device could not be interrogated due to battery depletion at this visit and the events were all attributed to the dead battery. No interrogation was attempted at the (B)(6) 2018 as the physician saw notes indicating the device was dead, and the patient's device would be replaced soon. Replacement surgery occurred and the implant card was received indicating that the device was able to be interrogated. It was stated that the device was found to be at intensified follow up=yes, and would therefore be expected to be delivering the intended therapy. No explanted devices were received to date. No additional relevant information has been received to date.